Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-sep-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("right pelvic pains during and before menstruations"), dysmenorrhoea ("right pelvic pains during and before menstruations") and pyelonephritis ("pyelonephritis") in a female patient who had essure (batch no. C51062) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and pyelonephritis (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy by coelioscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and pyelonephritis outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, pelvic pain and pyelonephritis with essure. The reporter commented: visit on (B)(6) 2018: the patient wanted the removal of essure. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)on (B)(6) 2018. The most recent information was received on 25-sep-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("right pelvic pains during and before menstruations"), dysmenorrhoea ("right pelvic pains during and before menstruations") and pyelonephritis ("pyelonephritis") in a female patient who had essure (batch no. C51062) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and pyelonephritis (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy by coelioscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and pyelonephritis outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, pelvic pain and pyelonephritis with essure. The reporter commented: visit on (B)(6) 2018: the patient wanted the removal of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.